Event description:
It was reported to boston scientific corporation in 2007 that an autotome sphincterotomes was used during an endoscopic retrograde cholangiopancreatogram (ercp) procedure the same day. (Patient gender, age and weight unknown) according to the complaint the cutting wire broke during cutting ( coagulation ) with coagulation device. No turtous anatomy was reported, it was a normal ercp procedure. All parts were safely removed from the patient. The case was completed with another autotome sphincterotomes. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good"

Manufacturer narrative:
Customer complaint not confirmed. The cutting wire of the returned device is intact. The cutting wire is not broken. The cutting wire was found to be functional by actuating the handle and confirming the tip of the extrusion bowed past 90 degrees.